Manufacturer narrative:
The device used in treatment has not been returned for evaluation. Due to this a visual and functional evaluation could not be performed, and we are unable to confirm a relationship between the complaint reported and the device. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. Further instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been completed and recorded as insufficient evidence to determine a root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the customer started the therapy with renasys on sep 18 and the device was giving the full/blockage alarm since the patient got home that same day. The dressing was changed on sept 19, the device worked for one hour and then it got the error message blockage full again. Troubleshooting was performed and the alarm was resolved for 4-5 minutes and then it returned to full-blockage. Customer was instructed to call her hcp for further assessment. No additional information is available.